Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction in the right eye with implant of ceeon lens model labeld as 812a/21.5(d). Surgery included phacoemulsification and the use of healon without optical iridectomy. However, the lens was not correctly labeled and was actually lens model 745a/18.0(d) resulting in a postoperative hyperopia of about 3d. No other information was provided. The physician commented that the mislabeled lens caused the patient trouble in the postoperative visual acuity, although there was no problem with the surgery or the postoperative course. A manufacturer investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots manufactured the same day were also recalled. The distribution of these lots was limited to japan.